Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2017. No injury or medical intervention was reported. Data was reviewed. The confirmation of inaccurate cgm values was unable to be determined as data showed there were no calibrations entered for analysis. A root cause was not determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the cgm system is not approved for other sites. If placed in other areas, the cgm system may not function properly.